Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the physician opted to replace the ipg for MRI compatibility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.